Event description:
It was reported that a malfunction alarm occurred with malf 16 code displayed. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.